Event description:
The facility reported an infusion pump failure code 810:11 which occurred during biomed testing. The hosp rep stated that there was no report of pt incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or device programming.